Manufacturer narrative:
A ge service representative performed an on site investigation. The snubber board and the high voltage transformer were replaced during the service call.

Event description:
The customer reported that the 9800 system would not fluoro and had no image. No patient injury was reported.